Event description:
It was reported that when the asymptomatic patient presented for routine follow-up, the device exhibited post-paced t-wave oversensing. Recommended programming changes were made. The patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.